Event description:
Clinical information:(B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 325s and heparin was administered. A pre-implant balloon valvuloplasty was done with a 16mm non-abbott balloon. After the implant, the perivalvular leak was trace. After the procedure, the patient had pre-syncope last 3 days. The patient went to the emergency room (ER) and electrocardiogram (ECG) showed 2nd degree heart block.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 325s and heparin was administered. A pre-implant balloon valvuloplasty was done with a 16mm non-abbott balloon. After the implant, the perivalvular leak was trace. After the procedure, the patient had pre-syncope last 3 days. The patient went to the emergency room (ER) and electrocardiogram (ECG) showed 2nd degree heart block. On (B)(6) 2025, a dual chamber permanent pacemaker was implanted.

Manufacturer narrative:
An event of heart block and fainting were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information, the cause of fainting apeares to be cascade effect of reported heart block. However, the cause of reported heart block could not be conclusively determined. The reported hospitalization or prolonged hospitalization and surgical intervention were the result of case-specific circumstances, a dual chamber permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.